Manufacturer narrative:
Product analysis: misalignment was confirmed. All found defective parts were replaced and all other identified issues were resolved. The hard drive was reconfigured, the software was reloaded and updated, and the device passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer's stylus was misaligned with the cursor on the display, and was unable to be calibrated. The programmer was returned for service. There was no patient involvement.